Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Samples received: one closed sample. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 1 closed sample for analysis. Tightness test to the samples received has been performed and the unit is tight. Sewing test on artificial skin tissue has been conducted with the sample received and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one as can be seen in enclosed picture before and after sewing test. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfill the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported by the healthcare professional "the thread is fraying when knotting during a skin closure surgery."